Event description:
It was reported to philips that the monitor did not stay on, which can impact imaging display. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned diagnostic procedures was performed when the issue happened. The procedure was delayed by one hour and completed using the same system. Philips has investigated this complaint. The azurion monitor showed no video upon morning power-up. The engineer checked the power supply, cables, and video input (dvi), and swapped cables with a nearby monitor, but the issue remained. After reconnecting everything to the original setup, the monitor started working again. The quote expired due to lack of customer approval. No remote or on-site work was performed by philips. The codes were updated based on the investigation outcome.